Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is alarming was confirmed and duplicated. The root cause could not be determined and no repairs were performed, as this is a baxter owned stay-in device. The device did meet specification for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that is alarming. This condition was found upon power-up of the device in the biomed service area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This condition has the potential to interrupt delivery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.